Manufacturer narrative:
Pump received with a constant blank flashing white light on the display due to vertical cracked lcd controller. Unable to perform the displacement test, sleep current measurement, active current measurement and self test due to a constant blank flashing white light on the display. Unit received with cracked case on the back at the battery tube area, and belt clip rail case corner. Unit received with cracked keypad overlay at select button, and missing display window cover.

Event description:
Customer's mother reported via phone call that there was a crack on the lcd screen. Customer¿s blood glucose was 72 mg/dl at the time of incident. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. Troubleshooting was performed. The insulin pump will be returned for analysis.